Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation and lot number is unknown. The association between coopervision lenses and the event is unconfirmed.

Event description:
The patient had to go to the hospital due to a serious infection in the left (os) eye. In the absence of medical information, this event is being reported in abundance of caution based on the allegation of a serious eye infection.